Manufacturer narrative:
(B)(4). Vyaire fsr went onsite and evaluated the ventilator and no issue was found and all values were within manufacturer's specifications. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their 3100a ventilator unit stopped oscillating while on a patient. Respiratory therapist stated that they could not get the unit to re-pressurize so they ended up swapping the unit out with their other 3100a unit. No patient compromise noted.